Manufacturer narrative:
Device evaluation indicated that the ipg passed the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing an unexplained burning sensation over the ipg site. The physician did not know the reason for the pain so he decided to replace the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
Device en route to bsn.

Event description:
A report was received that the patient was experiencing an unexplained burning sensation over the ipg site. The physician did not know the reason for the pain, so he decided to replace the ipg. The patient was doing well post-operatively.